Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Customer stated that they did not know how it became damaged. The customer's blood glucose (bg) was 229 mg/dl earlier and is now 301 mg/dl tandem customer technical support offered high bg trouble shooting; however, the customer declined. A correction bolus was delivered to address the high bg level. Reportedly, the customer would continue use of the current pump for insulin therapy.